Event description:
Device 1 of 2. Ref MFR report#: 1627487-2014-25476. It was reported the pt was experiencing ineffective coverage. Diagnostics revealed no anomalies. X-rays identified lead migration. In turn, the pt underwent surgical intervention so reposition the leads. During the procedure one lead was explanted and replaced due the physician experiencing difficulty moving the lead causing it to be kinked. The physician repositioned the other lead and the procedure was extended approximately 30-45 minutes. Effective coverage was restored post-op. Both leads are being reported as explanted since it is unk which lead was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.